Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b1, b2, b5, and h6.

Event description:
Updated information received indicated that the patient underwent valve-in-valve procedure after an implant duration of three (3) years, eight (8) months due to severe pulmonary regurgitation and pulmonary stenosis. The tpvr was performed with a 29mm 9600tfx transcatheter valve successfully. The patient was discharged home on pod #1 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the edwards pericardial aortic bioprosthesis, model 11000a, is indicated for patients who require replacement of their native or prosthetic aortic valve.¿ edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this clinical trial patient with a 25mm 11000a pericardial aortic valve, implanted in the pulmonic position, presented to follow-up cardiology visit with mild-moderate pulmonary regurgitation with dilating right ventricle after an implant duration of approximately two (2) years. The patient has no cardiac symptoms, syncope, chest pain, palpitations, fluid retention, nor subjective exercise intolerance. It was reported as non-serious with no actions taken at this point, and is ongoing. Per the medical records from the initial pulmonary valve replacement surgery, post operative tee demonstrated no significant pulmonary stenosis or pulmonary regurgitation. There was no paravalvular leak around the valve. Updated information received indicated that echo at 1-year follow-up showed mild pulmonary stenosis. The patient's 3-year follow-up indicated that the 25mm 11000a valve exhibited moderate pulmonary stenosis and severe pulmonic regurgitation on echocardiogram after an implant duration of three (3) years, four (4) months. The patient is not symptomatic. The plan is to proceed with elective tavr in spring of next year.